Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad came out. Another device was used to complete the case. There were no adverse consequences to the pt.